Event description:
Pacemaker failure with new implantation. Previous pacer had been implanted in 1994 and ventricular lead was not functioning, so pt was admitted. New pacemaker inserted, however, following implant the atrial lead became dislodged as well as problems with ventricular lead. Pacer revised.